Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On postoperative day (pod) 384, paravalvular leak (pvl) was identified on CT imaging. The following day, transient st elevation occurred during paravalvular leak closure, with slight worsening noted. During the index procedure, post-deployment of the evoque valve demonstrated none to trace transvalvular tricuspid regurgitation (tr), and no adverse events were reported during the procedure. After internal review of the procedural pvl plug fluoroscopy/tee performed on pod 385 it was noted that following three pvl plug placements, rca angiography reveals narrowing at an evoque anchor. After stent placement, rca flow is restored. The evoque valve appears more atrial on the lateral aspect >10mm from the tv annulus (same position seen on the previous tee from pod 384). Following pvl plug placement, transvalvular tr is trace, with qualitatively mild pvl by limited assessment. The procedural tee shows the evoque valve was deployed at an adequate position. The final transvalvular tr is trace and the final pvl is qualitatively trace. The pod 384 tee and CT shows there is evidence of the 56 mm evoque valve migrated from its deployment position, and two evoque anchors interact with the rca. The lateral aspect of the evoque valve appears more atrial >10mm from the tv annulus (two anchors). The transvalvular tr is trace and the pvl is qualitatively moderate. The major root cause for valve negatively interacts with anatomy and valve migrates from deployment position cannot be identified from imaging.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.